Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indication of particulates within the cassette compartment underneath both catch door posts. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A simulated treatment pre-ast (15 min)-test treatment failed. It has been identified in diagnostic mode that when the dummy tummy (patient bag) was filled to the correct fill volume and the patient line was restricted to simulate a slow flow; the "heater bag vol" screen displayed less fluid than what was physically present in the heater bag (this value is used to determine how much fluid is needed from the supply bags). It has been determined, with flow alert option enabled (v2.9.0 feature only) and flow is restricted, the cycler does not correctly track the heater bag (hb) volume (patient volume delivered is tracked and recorded accurately). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a supply bag lines are blocked alarm. The patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3100 ml during drain 1 of the treatment. This drain volume is 182% the patient's prescribed fill volume of 1700 ml. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.